Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned device underwent a thorough analysis. Visual examination of the pump identified that the kink resistant tubing (krt) was worn down to the filament. Inspection of the reservoir did not find any abnormalities. The pump and reservoir passed the leak and functional testing performed. Both cylinders were inspected and found to have wear at folds along the cylinder body. The first one cylinder presented wear at a fold in the middle of the cylinder, which included holes present at the corners of the fold. The second cylinder had wear at a fold in the distal and proximal ends. Both cylinders passed the leak testing. The first cylinder was pressure tested and did pass within product specifications. Based on the information available, the reported observation of a fluid leak was unable to be confirmed, and a conclusion of no problem detected was chosen.

Event description:
It was reported that this inflatable penile prosthesis exhibited fluid loss. It was noted that the system was empty. The device was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis exhibited fluid loss. It was noted that the system was empty. The device was explanted and replaced. No patient complications were reported.